Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's scs ipg was replaced because the device would no longer communicate with external devices. Reportedly, the patient stated he had not charged the ipg in six months and the device battery depleted.